Event description:
On 9/5/2023, it was reported by a sales representative via sems-06022469 that an ar-8741-40 driver, t10 hexalobe, beveled ft broke during a bunionectomy procedure on (B)(6) 2023. This has now happened a couple of times with the same driver, with different surgeons, having issues with them breaking in the middle of the case. All metal was retrieved after the driver's head broke. The hcp explained that she felt extra torque right before the driver broke. She was advancing the distal 3.5 screw to complete the bunionectomy. There was no adverse effect to the patient. This occurred during use with no patient harm. Additional information has been requested. On 9/8/2023, the sales representative provided the following information via email: a second driver in the set was used to complete the procedure successfully. The surgery was delayed for only a few minutes to make sure that there were small fragments of metal left in the patient, confirming inter-fluoroscopy. All metal was retrieved. They confirmed on c-arm that there were no metal pieces left in the patient. There was less than a 15-minute delay, and no additional anesthesia was administered. The case was then completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned ar-8741-40 had broken. No fragments were returned for inspection. Functional test not performed due to the damage to the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.